Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side, during which, the patient experienced an intraoperative fracture of the anterior 1/3 of the glenoid. This was resolved with surgical repair, using both k-wire and ultimately the screws associated with the glenoid baseplate. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D10: 300-01-09 - equi, hum stem primary, press fit 9mm - (B)(6). 320-40-00 - 145-deg pe 40mm hum liner +0 - (B)(6). 320-10-00 - equi rev tray adapter plate tray +0 - (B)(6). 320-31-40 - glenosphere, 40mm - (B)(6). 320-35-01 - small glenoid plate - (B)(6). 320-15-05 - eq rev locking screw - (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h4, h6. MDR section codes updated/corrected: b, c, e. Serial number, expiration and manufactured dates unknown. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.